Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.